Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2017-00258; 2029214-2017-00259.

Event description:
Medtronic received information from literature that a patient experienced in-stent stenosis after pipeline implantation. The article states that the patient underwent pipeline implantation in the treatment of a paraophthalmic internal carotid artery (ica) aneurysm. The aneurysm was 10mm in size. There were no device issues noted during implantation. Immediately after placement, minimal residual flow was visible on angiography. The article states that minimal pre-existing lumen narrowing shortly before the origin of the posterior communicating artery was present at implantation. The patient returned for a six-month follow-up angiography, which showed 75% stenosis at the distal end of the pipeline. The patient was asymptomatic. In addition, the aneurysm was noted to be completely occluded. Seven months post-implantation, the patient underwent percutaneous balloon angioplasty of the stenosis. Thirteen months post-implantation, control angiography showed minimal stenosis (~30% lumen narrowing). The 31-month follow-up angiography showed that the stenosis was completely resolved; in addition, the aneurysm remained completely occluded. Deutschmann, h. A. Et al. (2011). Long-term follow-up after treatment of intracranial aneurysms with the pipeline embolization device: results from a single center. American journal of neuroradiology, 33(3), 481-486.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.